Event description:
Dr. (B)(6) implanted a vascular graft into a patient on (B)(6) 2010. Patient was reoperated on to excise graft on (B)(6) 2010, due to possible pseudoaneurysm. Replacement graft surgery completed on (B)(6) 2010. (B)(6), rn at (B)(6) medical center, reported this event because patient had to undergo multiple surgeries. According to dr (B)(6), the patient is doing well following surgery.